Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was reported that they experienced low blood glucose level. The customer¿s blood glucose level was 52 mg/dl at the time of the incident. The current blood glucose value was 384 mg/dl. The customer did not provided any information about the symptoms due to low blood glucose. Customer treated with food. The customer will continue to use the device.